Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope showed bad image while moving the cable and no 3d image. The issue was found during preparation for a procedure. There were no reports of patient harm.

Event description:
It was reported that the rigid video scope showed bad image while moving the cable and there was no 3d image. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) was broken and the 3d image had defects/was not displayed, and the video cable was broken. A root cause could not be identified. Based on the results of the investigation, it is likely that the broken r-unit (charged coupled device) and video cable contributed to the malfunction of 'the 3d image has defects or is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.